Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient's implanted ipg had become increasingly superficial due to patient's extensive weight loss. The physician elected to replace the ipg with a new ipg. The patient reported good coverage post-operative and no further patient complications were reported.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.